Event description:
Reportedly, a gastroenterologist placed the feeding tube in 1999. The pt returned to the hosp three days later after noticing drainage around the stoma. The gastroenterologist inserted a gastroscope and noticed the ffeding tube was broken. The feeding tube was removed and a new one was inserted. The hosp has reported the pt's condition is satisfactory.